Event description:
It was reported a diagnostic test of the pt's ((B)(6)) lead revealed invalid impedance measurements for all contacts. Surgical intervention was undertaken to address this issue. Intraoperative testing of the device confirmed the impedance issues. As such, the lead was explanted and replaced. Effective stimulation was recaptured for the pt as a result.

Manufacturer narrative:
Results: a microscopic inspection of the lead confirmed the lead had a kink in the outer body with complete wire separation at the location of the kink, which resulted in the invalid impedances noted in the field. The lead body kink and wire damage was consistent with repetitive stress to the lead while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.